Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported a pump clot. Subsequently, the device was successfully exchanged with another lvad.

Manufacturer narrative:
The pt remains ongoing on lvad support without any further issues. The analysis of the lvad revealed a denatured thrombus formation on the rotor inlet and around the inlet bearing ball. The rotor inlet section revealed an adhered, textured thrombus with laminated layers surrounding the bearing that was indicative of a thrombus that formed over an unspecified period of time as a result of prolonged exposure to increased bearing heat. Although the thrombus on the inlet bearings appeared to be related to increase in bearing heat, it could not clearly be determined if the bearing heat was generated due to a possible low flow situation or excessive bearing friction due to a particle being generated within the inlet bearing gap that could not be cleared by natural fluid forces. Examination of the blood tube, rotor and bearings revealed no defects or anomalies related to wear that would have contributed to increased bearing heat. No further information is available. The manufacturer is closing its file on this event.